Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and one inappropriate shock due to atrial fibrillation (af) with rapid ventricular response (rvr). Device remains in service. Troubleshooting options were discussed. No additional adverse patient effects were reported. Additional information indicates the patient experienced another episode of inappropriate therapy. Device remains in service. No additional adverse patient effects were reported.